Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer rec'd multiple boluses through the night that he did not programmed, while sleeping. The customer's blood glucose reading at time of call was 379mg/dl. The programming was correct. Ran a 2.0 units bolus and it was delivered properly. Performed a self and displacement test and the tests passed. Advised the customer to discontinue use of the insulin pump until the replacement of the device arrives. No further info was provided.